Event description:
On 9/30/94, pt underwent anterior cervical discectomy and fusion, c5-6 and c6-7, with cadaver allograft and synthes internal fixation c5 through 7. Pt had a little bit of left thumb numbness and was seen by the surgeon 10/25/94. Her films showed excellent fusion and the pt was not seen again until 4/9/96. After she picked up some cokes, she noted that if she would extend the rotator head to the left, she would have neck pain which was suboccipital radiating upward and outward into the left arm and is partially at the c6 dermatome. She had had pain medications, heat, muscle relaxants, reduction in activity, anti-inflammatory medicines with no relief. Plain cervical spine films showed a cracked synthes plate at the c6-7 level with the graft having collapsed. During surgery on 3/28/97, it was discovered that the plate had fractured and the superior portion had dropped back behind the superior lip of the inferior portion. Once all the hardware was removed a post was then inserted into the body of c6. It was noted there was a pseudoarthrotic line present across this area at the interspace and at c6-7. At c5-6 the fusion was solid.